Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump had a no delivery alarm. Customer's blood glucose was 410 mg/dl. Customer stated that he has not treated yet. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer verified that the insulin did exit during a 5.0 unit fixed prime. Customer stated that it felt like it was not the infusion site that was the issue. Customer stated that he did the same troubleshooting and the insulin would not come out sometimes. Customer stated that it would come out squirting or dripping really slow. Customer was explained possible temporary vent blockage. Customer later called back to report that the pump was still not working. Customer changed sites and cannula was not bent. Customer stated that he would like the pump replaced. Customer declined to return the pump at this time.